Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: unknown, implanted: (B)(6) 2017, product type: lead. Product ID: 3888-45, lot#: unknown, implanted: (B)(6) 2017, product type: lead. Product ID: 37082, serial#: unknown, implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3888-56, serial/lot #: unknown, product ID: 3888-45, serial/lot #: unknown. Product ID: 37082, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that because of bad impedance the therapy was ineffective. Due to covid the patient could not come to (B)(6) in order to revise the system. The ins lost charge and was not rechargeable (no charging possible). The ins was in deep sleep. It was unknown if there were any external contributing factors. No connection possible as there was an empty charge. The action taken to resolve was advised the patient to wake up the ins, after many hours and many trials no success. The device system will be replaced in the future, surgery has been planned but not scheduled. The issue was not resolved at the time of this report. The patient was alive with no injury.